Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced intermittent blood glucose (bg) levels above 600 mg/dl. Suspected cause was possibly due to customer's healthcare provider (hcp) adjusting pump settings several times prior to the onset of elevated bg. Contact does not recall how elevated bg was addressed. Per contact, customer's hcp has been consulted regarding bg.